Event description:
It was reported that the iab was in place for approximately two days, when the pump's helium leak alarms were observed. An attempt was made to remove the iab, but it was entrapped. A cut-down was performed and when the iab was removed a large clot was found in the catheter. There were no additional complications.